Event description:
It was reported that the implantable cardiac defibrillator (ICD) reached elective replacement indicator early. It was noted that the patient had received multiple shocks due to oversensing of the right ventricular lead. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned and analysis determined it to have normal battery depletion.